Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient¿s pump delivered insulin without user intervention, and that the patient subsequently experienced low blood glucose (bg) down to 50mg/dl. The patient denied any symptoms of hypoglycemia. The patient¿s bg prior to the incident was reported to be 130mg/dl, and reportedly the patient¿s bg dropped to 79mg/dl within 15 to 20 minutes of receiving the unintended insulin. The patient reportedly contacted her healthcare provider (hcp) for advice on how to prevent low bg, and the patient was allegedly instructed to consume honey and recheck bg frequently until bg resolved to normal range. The patient denied having to contact emergency services. The patient stated that she had changed her cartridge that morning and had also completed a site change. The patient stated that she had not pressed any buttons and did not program a bolus. The patient noted that the cartridge cap was secure. The patient stated that at the time of the inadvertent infusion, the pump¿s display screen was blank but the motor was running. The patient reportedly disconnected from her site when she realized the pump was delivering, and stated that insulin continued to flow from the end of the tubing after she disconnected. During troubleshooting, the patient removed the cartridge and noted that it was empty, and the motor was making a ticking or clicking sound. The patient was unsure how much unintended insulin she had received, but thought that it was 50 to 100units. The patient denied any previous power or motor issues with the pump. The patient also denied any keypad button issues. A review of the pump history indicated that the last programmed bolus was on (B)(6) 2014 at 10:18pm; the patient stated she did not bolus for meals on (B)(6) 2014. No associated alarms were seen in the alarm history, and a review of the prime history confirmed a fill cannula step was performed at 11:34am that same day. A review of the pump histories showed no indication of unintentional delivery. The patient was advised to follow hcp instructions and to monitor bg every 15 minutes, and to consume additional carbohydrates as needed to keep bgs up. The patient reportedly came off the pump and was to remain off the pump until bgs resolved. This complaint is being reported based on the allegation that the patient sought medical advice to prevent severe hypoglycemia related to the allegation that the pump delivered excess insulin without user intervention.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/23/2014 with the following findings: a review of the black box and alarm history showed now activity outside normal use. A review of the pump history showed that the last basal delivery was on (B)(6) 2014 at 09:36am. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The black box and bolus history showed an 11unit ezcarb bolus with a 2 hour duration, and two normal boluses with 2hour duration, one of 7units and one of 11units on (B)(6) 2014. A rewind, load, and prime sequence was successfully performed during testing. A 10unit normal bolus and a 10unit audio bolus were successfully performed and both were accurately delivered in the pump history. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 06/14/2016-device evaluation: additional evaluation was conducted by product analysis on 05/27/2016 with the following findings:a review of the black box indicated multiple ¿loss of prime¿ warnings had occurred and one ¿no cartridge detected¿ warning had occurred on (B)(6) 2014. Unrelated to the original complaint, investigation revealed moisture corrosion on the force sensor flex pins and an additional component; there was no crack found to the force sensor flex pins.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.